Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis with culture positive for e. Coli, bowel obstruction and bowel abscess in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn and the patient was started on hemodialysis. On an unreported date, the patient had a distended bowel, which may have caused the peritonitis. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6)2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis was recovering. It was clarified that on (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis, a bowel obstruction and a bowel abscess. During hospitalization, the pd catheter was removed and the patient started on hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd890525 and gd889493 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.